Manufacturer narrative:
(D10) concomitant device(s): 320-31-40 - glenosphere, 40mm : a416149 300-30-07 - equinoxe preserve stem 7mm : 6823930 320-10-00 - equinoxe reverse tray adapter plate tray +0 : a596794 320-35-08 - small superior/posterior augglenoid plate,right : 7217507 320-15-05 - eq rev locking screw : a637203 320-20-00 - eq reverse torque defining screw kit : a552138 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm : s441415 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm : a553967 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm : s440755 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm : s356651 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack : a595475 531-55-88 - ergo gps 3.2mm drill kit sterile : a552450 531-78-20 - shouldr gps hex pins kit : a588458 a10012 - gps implant kit v2 : 5014923074 (h3) pending evaluation.

Event description:
As reported by the equinoxe shoulder study, approximately 50 days post op initial right tsa, the patient experienced instability/subluxation. The patient had an episode where it felt like the shoulder "almost dislocated" while lifting a tray of food away from the body. Prior to seeking medical attention, subject felt the shoulder "pop back in." Patient was seen at pt that day and by a provider the following day. Imaging shows intact shoulder prosthesis with no dislocation. Patient was advised to rest over the weekend and resume light pt the following week. At 3 month appointment completely resolved with no further events of instability. The patient had a short pause in physical therapy and resumed the following week and this event is considered resolved. The clinical study report indicates this event is possibly related to device(s) and definitely not related to the procedure. This event was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4 - remove all, g4 - remove, h6. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6b, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. No explant date. The cause of the patient¿s shoulder subluxation and instability reported in cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and instability are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.